Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 787227,50512941,244383) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain. Concomitant products included medroxyprogesterone acetate (depo provera), oxycodone and piroxicam (paxil). On (B)(6) 2011, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss- specify which one: weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (full) ,salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: pfs received. Lot number and concomitant condition, medication added. Events: genital haemorrhage, abnormal bleeding (vaginal, menorrhagia) , psychological or psychiatric problems condition: depression and mental anguish , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) , pain , fatigue , weight gain / loss- specify which one: weight gain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') in an adult female patient who had essure (ess205) (batch no. 244383 invalid,787227,50512941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud from 2005 to 2006. Concurrent conditions included back pain. Concomitant products included medroxyprogesterone acetate (depo provera), oxycodone and piroxicam (paxil). On (B)(6) 2011, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss- specify which one: weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (full) ,salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and vaginal haemorrhage had resolved and the menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number 244383 is invalid. Lot number:50512941, manufacture date:2010-06, expiration date:2013-06. Lot number:787227, manufacture date: 2010-10, expiration date:2013-10. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 244383 invalid,787227,50512941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain. Concomitant products included medroxyprogesterone acetate (depo provera), oxycodone and piroxicam (paxil). On (B)(6) 2011, the patient had essure (ess205) inserted. In february 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss- specify which one: weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (full) ,salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number 244383 is invalid. Lot number:50512941 manufacture date:2010-06 expiration date:2013-06 . Lot number:787227 manufacture date: 2010-10 expiration date:2013-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2019: quality-safety evaluation of product technical complaint . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.